Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's father reported via phone call, they had perilously called to report the vibrate mode on the device was working on and off. Customer's father stated the device no longer vibrates. The customer has had a few high blood glucose levels due to the vibrate mode not working. Customer's blood glucose was unknown. He is not getting the alerts. Customer's father stated he will call back once he had the device, so proper troubleshooting can be performed. The device is not returning for analysis.